Event description:
It was reported that during a da vinci s procedure, arcing was observed coming from a hole in the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The arcing resulted in damage to the patient's iliac vein and required repair. The planned surgical procedure was completed with no additional patient harm, adverse outcome or injury.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the silicone, located .160" above the silicone to sleeve interface. The hole is approx 020" in diameter and the silicone around the hole exhibits localized melting, indicating an arcing event occurred. Engineering also observed a small tear adjacent to an edge of the hole, located on the inside surface of the silicone.